Manufacturer narrative:
Consumer reported concerns with pain, bleeding, swelling, bruxism, mobility issues & also inadequate bone quality/quantity.

Event description:
Consumer reported concerns with pain, bleeding, swelling, bruxism, mobility issues & also inadequate bone quality/quantity.